Event description:
Event description cpi received information that this bipolar lead was repostioned. Three days after the implant the lead became dislodged. The physician elected to repositon the lead. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.